Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was removed during a ureteral stent placement procedure performed in the ureter. The date of the procedure was not reported. It was reported that the stent was implanted around (B)(6) 2018. According to the complainant, during stent removal, which occurred around (B)(6) 2018, the stent was found to be calcified. Strong resistance was encountered when attempts were made to remove the calcified stent and the distal end of the stent detached inside the kidney. There was reportedly a stone like coral attached to the stent. The stone inside the kidney was broken up and removed with the use of laser. The detached stent piece was removed by using a flexible scope. There were no patient complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".